Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "system fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the analog board was replaced. The customer declined repair of the device and was returned to the customer labeled "not for clicinal use". The analog board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty integrated circuit on the analog board. Analysis for reports of this type has not identified an increase in trend.